Event description:
At 1515, pitocin drip was set on pump per md orders at 2 ml/hr. After infusion started, nurse witnessed rapid infusion of pitocin drip instead of correct programmed setting. Nurse immediately clamped and discontinued pitocin drip. Pump cassette flagged for evaluation with biomed. Mom and baby doing well discharged home.